Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgical procedure on unknown date and the suture was used. It was reported that the needle tip was broken during the surgery. There were no adverse patient consequences reported.